Event description:
The patient reported that while wearing the pod, she began experiencing discomfort at the infusion site. Upon inspection of the cannula, the patient observed a "strange sharp metal" protruding from the cannula. Additionally, skin irritation, bleeding and bruising was reported at the pod site. The pod was worn on the arm between 4 and 24 hours. Blood glucose levels were not reported. The patient was able to resume treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: ap3a.240905.015.a2.g991u1uesjhzb1 hardware: sm-g991u1 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.